Manufacturer narrative:
A field service technician evaluated and repaired the device. The device is working properly.

Event description:
Consumer alleges the front casters don't touch the ground properly causing the unit to spin out. Consumer alleges due to this she fell out of the unit causing bruises.

Manufacturer narrative:
The date of event has not been provided. The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Consumer alleges the front casters don't touch the ground properly causing the unit to spin out. Consumer alleges due to this she fell out of the unit causing bruises.